Event description:
Injector tubing disconnecting from syringe during injection====================== health professional's impression======================not applicable====================== manufacturer response for high pressure tubing (1200 psi), high pressure tubing (1200 psi)======================investigating.